Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking. The reporter stated that 15 minutes after the start of infusion of a bottle of nitroglycerin, liquid was found to be dripping on the floor due to a cracked luer lock. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.